Event description:
This matter involves a toxic dental chemistry ingredient that is toxic to rptr & is used for making denture's, rebasing of dentures, realigning of denture's & repairing of denture's. Rptr knows it as the name lucitone 199 and any similiar products or ingredients. Rptr had a dental repair done on a broken denture they had worn for yrs & then couldn't wear it again due to toxic chemical ingredients that affected rptr in the products used. Then rptr had a new denture made and had the same problems & couldn't wear the new denture. In 1992 when rptr went into get a repair on a broken denture that they had worn for eight yrs or so prior to that time and after the repairs & realignment to make it fit better rptr could no longer wear the dentures. Rptr has tried a number of times to get this corrected up until the date of 8-27-96 when they had a denture made from a specialist in that field of dentistry as a prosthodontics in private practice. The denture the prosthodontics dentist made turned out the same way rptr couldn't wear it for an extended period of time without having to take it out due to "toxic chemical affects" so it required intervention by rptr to prevent permanent impairment or damage. Per rptr, if rptr couldn't have taken it out of their mouth it would have been life threatening to them. There is a number of dentists in the area rptr lives that they have had this type of denture work done in the past successfully without having such problems until 1992 when they went in with the broken denture.